Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
Greenfield filter was implanted on (B)(6)2006. On an unknown date, the patient experienced post implant thrombotic events of pulmonary embolism (pe) and deep vein thrombosis (dvt). No further patient complications were reported. It was further reported that (B)(6) 2011 the patient experienced pe and dvt. On (B)(6) 2017 the patient underwent a non-contrast scan. The exam revealed the greenfield filter was noted at the l3-l4 level. The proximal tip of the filter lies along the lateral wall of the ivc filter. It is approximately 6 degrees off centered. The distal limbs may be either tenting or protruding through the vessel wall.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
Greenfield filter was implanted on (B)(6) 2006. On an unknown date, the patient experienced post implant thrombotic events of pulmonary embolism (pe) and deep vein thrombosis (dvt). No further patient complications were reported.